Event description:
"Rospective" pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), genital haemorrhage ("abnormal bleeding (general)"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included leg pain. In (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and pelvic pain ("pain in pelvic area"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (unilateral salpingectomy on (B)(6) 2014 and bilateral removal of fallopian tubes on (B)(6) 2004). At the time of the report, the fallopian tube perforation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: it was reported that she underwent treatment due to complications from the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: new events: abnormal bleeding (general), pain in pelvic area, vaginal haemorrhage, menorrhagia, depression, anxiety, fallopian tube perforation, reporter, patient demographic information, concomitant disease added. Case became incident. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), genital haemorrhage ("abnormal bleeding (general)"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included multigravida and parity 2. Concurrent conditions included leg pain. In (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and pelvic pain ("pain in pelvic area"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (unilateral salpingectomy on (B)(6) 2014 and bilateral removal of fallopian tubes on (B)(6) 2004). At the time of the report, the fallopian tube perforation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: it was reported that she underwent treatment due to complications from the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: plaintiff fact sheet received. Event device monitoring procedure not performed was added. Historical condition added. Product, patient & reporter information updated. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.